Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on using ac and battery. The unit remains powered on when switched from ac power to battery. The device remained on using battery power for approximately 4 hours and a low battery alarm with visual indicator was issued. The battery was verified to be almost 6 years old and does not hold an acceptable charge capacity.

Event description:
Customer reported "battery only lasting 3 hours." No patient involvement.